Manufacturer narrative:
A ge service rep performed an onsite investigation. The power control board was replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that both of the monitors became dark and would not display anything, thereby losing the live image. No pt injury was reported.